Manufacturer narrative:
Continuation of d10: 6935m lead; 4598 lead, implanted: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a right ventricular (rv) lead impedance warning triggered in the observations of the interrogation report. It was noted that there was no alert because the rv pace/sense polarity was programmed to bipolar. The alert occurred but there was not an ¿actually alert¿ due to the single measurement was false. The device remains in use. No patient complications have been reported as a result of this event.